Event description:
It was reported that an ilet user experienced hyperglycemia with a reported glucose of 467 mg/dl, changed infusion supplies and cartridge, delivered insulin while priming in an attempt to reduce glucose, and ultimately disconnected from the pump and transitioned to subcutaneous insulin injections after difficulty locating replacement infusion components; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia with associated irritability, malaise, and fatigue. Outcomes included no lasting health consequences or impact, and the glucose later trended down to 219 mg/dl. Investigation included user interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with the medical device problem and device component remaining unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.